Event description:
User cannot retracted the needle into sheath after first punture, and suspected the needle may broken inside the sheath. User then changed to another same device to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k)#: k210476. Device evaluation: the echo-19 device of lot c2067424 was returned open and not in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 09 january 2024. On evaluation of the devices the following observations were made: distal end of needle examined, and no issue observed. Sheath extender able to advance and retract without issue, needle able to advance and retract with slight difficulty, needle handle retracted fully but all of needle did not retract into the sheath. Approx. 4 cm of distal end of needle did not retract fully into the sheath. (Ipe of ruler (ipe0402)), needle removed from device and needle break observed below sheath extender. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2067424 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the lot number c2067424. Instructions for use and/label: the notes section of the instructions for use, (ifu0101) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device being held in an angle and/or the device being over torqued during the procedure, causing the needle to break proximally below the sheath extender subsequently causing difficulty with needle retraction into sheath reported. It is also possible that damage caused to the needle occurred on attachment of the device to the accessory channel port on the scope, resulting in the needle not being able to retract into the sheath. A CAPA (pr 217973) has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. All lots manufactured from the 10th/11th may 2022 have the CAPA improvements. A review took place to check the manufacture date of the lot related to this complaint and it was confirmed that it was manufactured after the corrective action being implemented. However, this break is considered outside the scope of the CAPA. Summary complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 28-aug-2024.